Event description:
It was reported by the legal department that this female patient's left knee will need to a revision surgery prematurely.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Additional information: a2, b5, b7, d1, d4- all, d8, e3, g4, 510k, h6. H7 & h9. H6. Device evaluation- based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent planned revision cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements, this suggests joint maladies. These devices are used for treatment not diagnosis. B6. Health effect - impact code, the patient has not been revised, there is no reported date for revision.

Event description:
Additional information received via legal. Initial implant op report of (B)(6) 2018 preoperative diagnosis: left knee osteoarthritis, severe the patient is a 56-year-old female with a history of bone-on-bone arthritis about the medial compartment about the left knee. At the completion of the surgical procedure the patient had bulky dressings applied, was awakened, and transferred to the recovery room in stable condition. No complications occurred throughout the case. Postoperative course: patient will remain admitted to the hospital for perioperative antibiotics, dvt prophylaxis, mobilization, and pain control. The patient hospital course was monitored, and she was to have mobilization to tolerance.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation). The following sections were corrected: h6 (health effect - clinical code, health effect - impact code, medical device problem code). The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, instability, and loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.